Manufacturer narrative:
Investigation: photo evaluation: ¿ 2 photos was returned for evaluation ¿ from the photo, observed cracked line on syringe barrel and caused the leakage issue. Able to confirm the customer experience. Reviewed the DHR and no anomaly found during production run. No samples were returned for investigation. Root cause could not be determined.

Event description:
It was reported that the syringe 3ml ll 23ga 1-1/4in tw experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: where is the leakage coming from? Which part of the syringe? Crack on the barrel. Was there any exposure towards the drug? Who was affected? Yes. Nurse and pharmacist. If there is exposure, is there any medication give? There is no medication given to the affected staff. They were gloved, gown-worn.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 23ga 1-1/4in tw experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: where is the leakage coming from? Which part of the syringe? Crack on the barrel. Was there any exposure towards the drug? Who was affected? Yes. Nurse and pharmacist. If there is exposure, is there any medication give? There is no medication given to the affected staff. They were gloved, gown-worn.